Manufacturer narrative:
After replacing the trend and head hi/low up and down valves, the technician replaced the hydraulic manifold assembly to repair the bed.

Event description:
Information received indicates the bed is drifting into the trendelenburg position.